Event description:
A report was received that the patient was charging the ipg frequently. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Model sc-1110-02 (sn: (B)(4)) device evaluation indicated that device passed all tests performed. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 07:15 pm CT. The report number is being corrected from: 3006630150-2018-62456 to: 3006630150-2018-61956.

Event description:
A report was received that the patient was charging the ipg frequently. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.